Event description:
Affiliate reports that the pressure of the valve is blocked at 90 mm h2o and it cannot be changed. Additional information from the affiliate explains that the valve has not yet been explanted. If/when the valve does get explanted, the information will be communicated.

Manufacturer narrative:
It has been communicated by the affiliate that the device has not yet been explanted. It was explained that if/when the device is removed, codman will be informed. If/when the device has been sent in for evaluation, an investigation will be conducted and a follow up report will be filed. Since a lot number has been provided, a review of the device history records will be reviewed. We anticipate that the review will reveal that the device conformed to all testing/manufacturing specifications. If anything other wise is revealed a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.